Manufacturer narrative:
As no further information is expected, this investigation has concluded.

Event description:
It was reported that this device delivered a shock due to oversensing, resulting in double detection for a slow ventricular tachycardia rate around 130 bpm. The device was later reprogrammed to the primary vector. No resulting adverse effects were reported.